Event description:
The customer reported a pressure dome leak that occurred during a treatment procedure. Customer stated a blood leak was noticed at the return pressure dome when the treatment had reached 1448 ml whole blood processed. Customer stated there were no alarms. Customer stated the leak appeared to be from the membrane of the pressure dome, and the clip seemed to loose, although the clip had seemed to be securely attached when the kit was installed. Customer stated there was no air visible in the line. Customer stated the treatment was aborted and no blood in the kit at that time was returned to the patient. Customer requests service to check the collect and return sensors. (B)(4).

Manufacturer narrative:
Batch record review: a review of the lot file for b303 was performed. There were non-conformances associated with this lot at the time of the event. This lot met all release requirements. Srms complaint database review: a review of complaints received for lot b303 was performed. There was 1 additional complaint reported for pressure dome leaks to date for this lot at the time of the event. Service order (B)(4) completed: (B)(4) 2013. Memos: field engineer checked and cleaned debris under pump deck with bleach; replaced pressure transducer. Checked and tested and passed all tests. Performance check out procedure; passed. Repairs have returned this instrument to expected operation. The assessment is based on information available to at the time of the investigation. No product was returned by the customer for investigation, therefore the root cause could not be determined based solely on the information provided by the customer. (B)(4).